Manufacturer narrative:
The field service engineer determined the sample arm bearings were worn. The sample arm/probe was replaced and realigned. Calibration and controls passed. The last calibration performed on (B)(6) 2023 was ok. Quality control recovery was acceptable. The investigation determined the service actions resolved the issue. Na.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The customer noticed that the moving patient result average was running lower and patient samples were repeated. The customer provided data for one patient sample with discrepant na results. The sample initially resulted in a na value of 133 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 141 mmol/l. The repeat value was deemed correct, but the value was not corrected by the customer. The na electrode lot number and expiration date were requested, but not provided.